Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of dried fluid within the cycler and no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette nor unusual noises emitted by the cycler during the treatment test. The cycler was turned off mid treatment and alarmed as expected. The cycler underwent and passed a system air leak test, valve actuation test, load cell verification, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested postive for glucose. An internal visual inspection identified spots of an unknown substance behind the fron panel assembly ont he base plate of the cycler. The cause of the encountered unknown substance could not be determiend. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. A device history record (DHR) review was performed and found a prior occurrence of fluid leak identified on the cycler identifying, disinfecting, and disposition form on 6/18/2018. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unconnected line during an unknown phase of pd treatment. The patient's contact initially reported hearing a grinding and knocking noise from the cycler occurring during all phases. The patient's contact reported receiving the alarms air detected in cassette alarm (dwell 5), power fail recover failed (after restart), and supply bag lines are blocked (dwell 5). It is unknown at which point in therapy the leak may have begun. The source of the leak is an unconnected line. The patient's contact was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported event. She was unsure which unconnected line the fluid was leaking from. She reported that treatment was not completed on the date of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was treated with vancomycin (1.5g) and seftazadine (1.5g) via intraperitoneal administration for one day on (B)(6) 2019. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.